Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while on a ventilator. The patient was placed on another device and recovered. The manufacturer's investigation is currently on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that was in use when the patient allegedly desaturated. The ventilator was evaluated by the manufacturer and was found to operate and alarm as designed. The device passed all testing with no malfunctions or deficiencies observed.